Manufacturer narrative:
Expiration date is unk as lot is unk. (B)(4). Results: product use or handling related, product received excessive pressure. The distal 10 cm of an outer catheter was returned; however, the proximal end was not returned. A visual examination of the returned device found the area near the fracture was elongated and jagged, suggesting the catheter experienced tensile forces beyond its design. It was also noted that approx 3.5 cm from the distal tip, there was a kink in the device, possibly caused during retrieval. Per qc spec, there is confirmation of the type and outside diameter for the catheter and that the surface of the device is smooth, clean, free of excessive dents and kinks. It is also confirmed that the surface is clean and free of imperfections and the dimensions of the inner and outer catheters are correct. There is a test that is performed that evaluates the hub to shaft bond of the catheters. Based on the condition of the returned device it suggests that the catheter experienced tensile forces beyond its design. The fractured portion of the catheter was retrieved via snare. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment (qera), no risk mitigating action is required at this time.

Event description:
Per info provided by the lab manager, the wire broke during the procedure. Although the lab manager wasn't present in the procedure, she was told that the wire migrated near the heart. They were able to retrieve it. Add'l info: the micropuncture dilator kinked and fragmented. It embolized after hub broke off with 0.018 inch wire. Snare retrieval with puncture from the groin. No add'l info has been provided.